Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient had a history of peritonitis. Per the pdrn the patient was diagnosed with peritonitis on (B)(6) 2015. The patient practiced aseptic technique when completing peritoneal dialysis treatments and it is unknown what may have attributed to the peritonitis episode. There were no reported fluid leaks during treatment prior to infection. The nurse stated the patient was not hospitalized for the episode of peritonitis and was treated in-clinic. As of (B)(6) 2015, the patient reverted to hemodialysis treatments, and the complaint of discomfort and signs and symptoms of peritonitis had resolved.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 18 pages of medical records information it appears on (B)(6) 2015, the patient was seen in his pd clinic for a vancomycin level draw, vancomycin 2gm via intraperitoneal (ip) route every other day for a six hour dwell was prescribed, fibrin was noted in the patient's effluent, heparin was administered per physician's orders, and the patient denied chills, abdominal discomfort, is afebrile, and effluent was clear. The patient's pd nurse reported that the patient practiced aseptic technique when performing pd treatments and it is unknown what may have attributed to the episode of peritonitis. The patient was not hospitalized for the episode of peritonitis; was treated in his pd clinic, and there were no reported fluid leaks during the pd treatment prior to infection. On (B)(6) 2015, the patient was seen in pd clinic due to cloudy effluent, vancomycin 2000mg and gentamicin 78mg via ip route in 2000ml 2.5% dialysate bag to dwell for six hours was prescribed. On 07/13/2015, the patient was seen in pd clinic; pd effluent was cultured and grew coagulase-negative staphylococcus, cathflo activase (alteplase) was administered for a dwell during the clinic visit, then a high dose of gentamicin was administered via pd catheter, vancomycin treatment was extended for three weeks, and rifampin 300mg every day for two weeks was prescribed. As of (B)(6) 2015, the patient reverted to hemodialysis treatments, and the complaint of discomfort and signs and symptoms of peritonitis resolved. The received medical record does not contain dialysis treatment records, progress notes, physician orders, or medication records. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate, and the event of peritonitis. The patient presented in clinic and was diagnosed with peritonitis on (B)(6) 2015. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum.